Manufacturer narrative:
The insulin pump was received with a minor scratched display window, a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump was cracked. The customer's blood glucose level was 124 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.